Event description:
A combination of issues with all 4 packs of free covid tests delivered by postal service. Product made in china, with compromised quality control. Some packs had insufficient test liquid in a vial or the test vial making the test invalid, some have no c or t line on testing, pre-filled vials with test liquid had no seal, some separate test liquid vials do not have enough liquid to transfer into dropper for testing. Lot numbers on box did not match those on vials, some vials had no label for lot number, but found on exterior packaging which can be thrown away if further examination of lot was needed. I have saved the outer packaging for one vial. Lot number on vials do not match those on box. Of all the 4 free boxes of covid tests delivered by us mail , all had issues. Please check lot numbers in photo. None of these numbers matched the vial label. Reference reports: mw5150037, mw5150039, mw5150040.